Manufacturer narrative:
Date of event; corrected data: the initial MDR inadvertently provided an incorrect estimation of the event date.

Event description:
It was reported that the vns patient¿s device showed high impedance. The patient¿s device was subsequently disabled. The patient stated that she had been experiencing a choking feeling on her left side. Follow-up revealed that the patient began experiencing the choking sensation for a few months prior to the high impedance observation. It was noted that the patient previously experienced trauma to her left chest/shoulder region from a fall. Prior to the trauma, the patient¿s device had been working fine. An implant card was received indicating that the patient underwent generator and lead replacement surgery on (B)(6) 2014. The explanted devices have not been returned to date.

Manufacturer narrative:
Describe event or problem, corrected data: the initial manufacturer report inadvertently did not include that the replacement surgery was due to lead discontinuity.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The received implant card indicated that lead discontinuity was the reason for replacement. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.